Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly. Additional information: PMA/510(k) # - p910023.

Event description:
It was reported that the device had delivered a patient notifier for long charge time. The patient was brought into clinic and another long change time was reached. Device was explanted and replaced. The patient was in good condition.